Event description:
A non health care professional reported that that during an intraocular lens (iol) implant procedure, lens was inserted in eye and a defect was noted in the center of the lens. Lens removed and new lens placed. Additional information will be requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).